Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failed. A field service engineer (fse) observed a failed icon on site, though no failed storage space was listed. Using the cubie map, identified that full height drawer 5 had failed. The back panel was opened and the drawer released. The drawer was then failed and successfully recovered. Hardware was tested multiple times afterward with no issues detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had failed, however, it was not appearing on the recover drawer screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.